Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 15mg/ml via an implantable pump. The indications for use were post lumbar laminectomy syndrome and spinal pain. The healthcare provider reported that an alarm was occurring. The alarm was confirmed by telemetry, stopped pump may exceed tube set. Per the healthcare provider the pump was stopped due to the fact the patient was having the pump replaced and now it was alarming. The healthcare provider was unsure why they were replacing the pump but did state the patient had a fall and hit the pump, the date unknown. The pump was at the lowest flow rate (0.048mg/day or 0.0720mg/day. The pump was programmed to stopped pump mode on (B)(6) 2015. It was unknown if there was any patient symptoms. Troubleshooting performed related to the patient falling and hitting the pump, the cause of the patient falling and hitting the pump and clarification if the pump removal was a result of the fall not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.